Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 20 retained samples were inspected for hub/collar separation and defective locking mechanisms. The samples passed testing as there were no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle the hub-collar along with the safety shield broke off the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing to use a bd vacutainer® eclipse¿ blood collection needle the hub-collar along with the safety shield broke off the device. There was no report of adverse impact to patients or users.